Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction procedure the surgeon experienced poor aspiration during the "quadrant removal" phase. The surgeon removed the handpiece from the eye, removed the console and obtained a new one. The procedure was completed. Later the staff discovered that there was a loose tip on the hand piece. There was no impact to the patient.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4),